Manufacturer narrative:
Follow-up received on 03-oct-2016: in (B)(6) 2009, two essure coils implanted into consumer's body. After this procedure, the consumer underwent the required hsg (hysterosalpingogram) procedure (the results were not reported). After the implant procedure, the consumer began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. In (B)(6) 2014, she underwent a laparoscopic hysterectomy with bilateral salpingectomy as a definitive solution to the pain and bleeding that she has been experiencing. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had migrated into uterine wall. She underwent a hysterectomy, four and a half years after essure insertion. Upon receipt of additional information, this case became legal. This event, interpreted as embedded device, is listed in the reference safety information for essure. In this particular case, the exact date and mechanism of the embedment was not reported. Consumer had severe abdominal pain and an ultrasound showed the coil had migrated into her uterine wall. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.

Manufacturer narrative:
Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases were a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 12-jan-2016: no further information could be obtained despite follow up attempts. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had migrated into uterine wall. She underwent a hysterectomy, four and a half years after essure insertion. This event, interpreted as embedded device, is listed in the reference safety information for essure. In this particular case, the exact date and mechanism of the embedment was not reported. Consumer had severe abdominal pain and an ultrasound showed the coil had migrated into her uterine wall. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5057648) in united states on 16-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer reported she experienced severe abdominal pain, headache pressure, fatigue and anxiety. An ultrasound was done and found that the coil had migrated into her uterine wall, which caused her to have a hysterectomy. Essure explant date was reported as (B)(6) 2014. Hospitalization and required intervention were mentioned as event outcome, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coil had migrated into uterine wall. She underwent a hysterectomy, four and a half years after essure insertion. This event, interpreted as embedded device, is listed in the reference safety information for essure. In this particular case, the exact date and mechanism of the embedment was not reported. Consumer had severe abdominal pain and an ultrasound showed the coil had migrated into her uterine wall. Given the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. A product technical analysis and further information are expected.